Event description:
During a pvi procedure, st elevation occurred which self-resolved. The agilis sheath was inserted into the patient and transseptal access was achieved. An advisor hd grid x catheter was introduced into the left atrium and mapping was performed. The agilis sheath was connected to a continuous flush line which ran through a pump machine at 120ml/hr. When the advisor hd grid x catheter was removed, the sideport of the sheath was not turned off and was left open and running. After the advisor hd grid x catheter was removed, the volt catheter was inserted into the left atrium and that is when st elevation was noted on the 12 lead ECG. The procedure was paused and an interventional cardiologist was consulted. Within minutes the st elevation resolved. Upon further review, the st elevation occurred 30 seconds prior to the volt signals showing up on the recording system. The physician alleges that air might have been introduced when removing the advisor hd grid x catheter with the pump still running. The removal could have caused a vacuum to build, introduce air and then the flush line pushed the bubble forward. The procedure was completed and the patient was stable.